Manufacturer narrative:
Internal file number - (B)(4). Correction: lot#. Evaluation summary: visual, dimensional and functional inspections were performed on the returned device. The reported kink was confirmed; however, the inflation issue was not. The reported difficulty to remove could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported complaints. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The traveler rx is currently not commercially available in the u.s.; however, it is similar to a device sold in the u.s.

Event description:
It was reported that an attempt to inflate a 1.20x12mm traveler rx balloon dilatation catheter (bdc) was made; however, the balloon would not inflate. The bdc was removed from the patient with some resistance and it was noted that the distal shaft was extremely kinked and would not allow the contrast to reach the balloon. No resistance was noted when the bdc was removed from the dispenser coil. The procedure was successfully completed with a new 1.2x12mm traveler bdc. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.